Event description:
No additional information was received from the customer.

Manufacturer narrative:
Update to d4. This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2025-00177. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic endobronchial ultrasound (ebus) procedure, a second balloon fell into the patient's lungs that was retrieved by suctioning the balloon and pulled it out of the patient without any complication. After the procedure, the patient was stable and went home. There was no report of patient harm.